Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. Therefore, the cause of the customer reported failure mode cannot be determined. Review of an image of the instrument provided by the customer shows a harmonic ace instrument with a missing part on the tip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument tip fractured. The user completed the procedure robotically with using a backup harmonic ace instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. There was no instrument collision. A fragment fell inside of the patient and was retrieved during the same procedure.

Manufacturer narrative:
The harmonic ace instrument was found to have a cracked blade. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
Refer to h10/h11 for follow-up information.